Event description:
It was reported that the right ventricular (rv) lead had fractured. It was noted that the lead was also experiencing failure to capture. Through fluoroscopy, it was confirmed that there was kinking at the junction of the clavicle. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.